Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed that resulted in a computerized axial tomography (cat) scan. The cat scan of the abdomen and pelvis subsequently revealed what was reported as external outflow graft obstruction. (Eogo) in the area between the outflow graft and the bend relief. There were no low flow alarms but incidental findings of left ventricular assist device (lvad) eccentric thrombus in the lvad outflow graft, found on CT scan. There was discussion of possibly intervening and conducting a surgical intervention of removing the reported eogo in the near future, however, an operating room (or) date has yet to be determined. The ventricular assist device (vad) and other peripheral equipment was reported as operating as intended and designed.

Manufacturer narrative:
Section b1: corrected. Section b2: outcomes corrected. Section d1: brand name was corrected. Section d4: UDI was corrected. Section h6: clinical code and medical device problem codes corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported bleeding could not be conclusively established. Furthermore, the reported event of extrinsic outflow graft obstruction (eogo) in the area between the outflow graft and the bend relief could not be confirmed based on the provided information. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 lvas. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. In addition, the surgical procedures section of heartmate 3 instructions for use (IFU) heartmate 3 lvas contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. "Preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was received indicating this event is associated with an fsca. No further information was provided. The manufacturer is closing the file on this event.